Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was misalignment in the touch position. A philips authorized service provider (asp) went onsite and confirmed the reported issue. The philips asp attempted a calibration of the touchscreen, but this did not resolve the reported issue. The philips asp then replaced the touchscreen to resolve the reported issue. The philips asp replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The issue was determined to be a malfunction. The reported issue of misalignment in the touch position could be reproduced during onsite evaluation of the device. The cause of the malfunction was due to a faulty touchscreen.